Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that he noticed a few weeks ago he's been charging more. Pt states every 2 weeks he used to charge and now its every week. Pt states he's increased a little bit but nothing major. The patient was redirected to their healthcare provider to further address the issue.  Pt states he has to charge weekly vs every 2 weeks. Pt states nothing has changed with his settings either. Patient services (pss) advised to make an appt with rep. Redirected caller: patient's hcp.